Event description:
The customer was hospitalized for high blood glucose levels. Prior to being hospitalized, the customer was weak, dehydrate, and experienced high blood glucose levels. Troubleshooting was performed and found the insulin pump had given an alarm that erased all of the settings. The insulin pump passed the self test.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.